Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. No patient consequences were reported. No adverse effects were reported.